Manufacturer narrative:
(B)(6), 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, the patient was admitted in the hospital on (B)(6), 2013 due to syncopal attack. The pacemaker was interrogated and ventricular oversensing was confirmed in recorded episodes. Since myopotential oversensing was suspected, isometric test was performed with unipolar and bipolar settings but oversensing phenomenon was not reproduced. Ventricular sensitivity was reprogrammed from 2.5mv to 8mv. On (B)(6), 2013, ventricular sensitivity was reprogrammed again from 8mv to 10mv because oversensing was recorded during holter recording. On (B)(6), 2013, ventricular oversensing was still observed and pacing failure was suspected (observed on portable ECG) and the physician decided to replace the pacemaker. On (B)(6), 2013, according to the physician, no anomaly has been observed with the new implanted pacemaker. The subject pacemaker will be returned for analysis.